Manufacturer narrative:
Broken screw was not returned. There was no change of design and material that may contribute to the breakage of screw after registration perfix pedicle screw assemblies and performance of them was verified through tests during development. Lot, a12e329 was manufactured in 2012 and it was identified that this lot met specification on drawing. Chemical composition of used titanium alloy was within requirements of astm f136 standard.

Event description:
This event occurred in (B)(6). The patient underwent her first surgery in (B)(6) 2012 and there was another intervention in (B)(6) 2016. In (B)(6) 2017, pedicle screw 6.5x35 placed at sacrum s1 broke and the patient underwent her 3rd surgery.